Manufacturer narrative:
Additional information:

Manufacturer narrative:
Lawyer-filed report.

Event description:
Additional information received indicated that the plaintiff experienced voiding difficulty and discomfort.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, bowel problems, organ perforation, vaginal scarring, emotional distress and a product problem. It was additionally reported that the plaintiff had the mesh revised and another manufacturers mesh was implanted on (B)(6) 2013 due to recurrent stage 2 cystocele, recurrent stress urinary incontinence, urgency, difficulty urinating, vaginal protrusion, vaginal irritation, and urethral injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #2183959-2014-12309.